Event description:
It was observed that during the device evaluation, the subject device exhibited cracked adhesive around objective lens and chipped adhesive around light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the subject device, it is likely that stress and fatigue in the form of component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.